Event description:
A nurse from (B)(6) comes to (B)(6) and injects derma fillers. I did not know they were illegal and now I'm having health problems. She is injecting biopolymers. FDA safety report ID# (B)(4).